Event description:
Sales rep stated that during a rotator cuff repair the anchor stripped. The surgeon dilated the insertion site with co 5mm dilator, went to insert the anchor about a 1/4 of the was into the site and the head of anchor was "spinning" in the inserter. The surgeon was able to remove the anchor. The surgeon opened the shoulder to finish the case and used a suturing technique to complete the repair. A delay of 15-minutes resulted.no pt injury or complications resulted.